Manufacturer narrative:
It was reported the filter was cracking and leaking. Received from the customer are two filter extension sets model 20128e lot unknown. The sets were received with traces of medication in the tubing. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No cracks on the filter or other anomalies were observed with sets during initial visual inspection. Functional testing was performed by filling a lab syringe with blue dye water and attaching it to the set and priming the whole set by flush. Small droplets were noted to be leaking from the top and bottom air vents (termed ¿weeping out¿) of the 1.2 micron filter (p/n 10012218) on both received sets. No other leaks were observed throughout the sets. No further testing was conducted as the reported event was replicated. Bd r&d is aware of the filter component failure and is currently investigating the issue. R&d actions are underway captured under project (B)(4). Device history record for model 20218e could not be performed due to no lot number being provided by customer. The customer¿s report that the filter was cracked was not confirmed. The root cause of the customer¿s report could not be determined as no cracks were observed on the filter. The customer¿s report of filter leaking was confirmed on both received sets. The root cause of the filter leak could not be definitively determined. Although the root cause was not definitively determined, the proximate identified cause of the observed filter vent leak was due to clog/oversaturation of filter and the time of use from which the fluid flow was restricted. The fluid then seeks the path of least resistance through the filter vents. Bd r&d are aware of the filter component failure and are currently investigating the issue. H3 other text : see h10.

Event description:
It was reported that 17 inch ext set w/1.2mf & sms was cracked and leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: material no.: 20128e, batch no.: unknown. It was reported the filter was cracking and leaking.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 17 inch ext set w/1.2mf & sms was cracked and leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: material no.: 20128e, batch no.: unknown. It was reported the filter was cracking and leaking.